Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Syringe returned in a generic plastic bag. The accessory returned has a foreign matter within the 3ml syringe. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be related to a supplier manufacturing issue. (B)(4).

Event description:
It was reported that a foreign matter was found. An opticross imaging catheter was used to view the target lesion. However, a foreign material was noted in the syringe upon preparation. The physician took out another syringe that was included in the same package and the catheter was flushed and imaging was performed. No patient complications reported and patient's condition is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a foreign matter was found. An opticross¿ imaging catheter was used to view the target lesion. However, a foreign material was noted in the syringe upon preparation. The physician took out another syringe that was included in the same package and the catheter was flushed and imaging was performed. No patient complications reported and patient's condition is good.